Manufacturer narrative:
Unit alarmed constant replace battery now after battery installation due to corroded battery tube. Unable to perform operating currents, self test or displacement test due to replace battery now alarm. Unable to verify battery out limit alert, battery power loss alarm or low battery alert due to replace battery now alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now alarm. Customer stated that the alarm occurred less than 10 hours from low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.